Event description:
It was reported that the patient complained of pain at the pocket site. The system was extracted and a new system was implanted on the other side of the body. The patient was stable after the procedure, and the pocket pain was resolved.